Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp-0879220. A follow up/ final report will be submitted once investigation is complete multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00710 if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there are metal exposed wires. The event timing is outside of surgery. There is no harm or delay reported. No adverse events were reported as a result of this malfunction due diligence is complete and no additional information is available.

Event description:
There is no additional information available.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing for either lot. A definitive root cause cannot be determined.. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.